Event description:
Reported: tubing perished inside mattress. Mattress did not inflate properly, nursing staff did not notice for 4/5 days mattress returned to depot for investigation, grommets into cells had perished and split. Reference MFR report number: 3007420694-2013-00055.